Manufacturer narrative:
No button response due to corroded keypad traces. Unable to verify compromised force sensor system alarm due to unresponsive buttons. Pump had moisture damage on electronics. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer confirmed that the drive support cap appeared normal. The customer was advises that the insulin pump would be replaced and agreed to return the product for analysis.